Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6) systems, (B)(6). The title of this report is ¿prospective study of surgical fixation of radial head fractures using cannulated headless compression screws for simple and complex radial head fractures¿ which was published in 2017 and is associated with the stryker autofix system. Within that publication, post-operative complications/ adverse events were reported which occurred from 1 january 2009 to 31 march 2014. It was not possible to ascertain specific device catalog or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 4 complaints were initiated retrospectively for different adverse events mentioned in the journal. This product inquiry addresses pain & stiffness. The study states, ¿one had persistent lateral-sided elbow pain and stiffness of elbow which was investigated by magnetic resonance imaging and did not find any significant abnormality after fracture union. He did not require any re-operation and the pain reduced with physiotherapy after a year.¿